Event description:
During extraction of trigen, the trigen large extractor bolt broke into two. The bolt was attached to the nail and when the surgeon backslapped to try and remove the nail, the threaded portion of the bolt sheared off in the nail and remains implanted. Nail could not be removed as planned. Surgeon closed the extraction side and ended the procedure.